Event description:
Facility reported on april 3, 2000: "et tube replacement being performed. New tube placed successfully and air leak heard from et cuff, balloon would not hold air. Tube exchange of 2nd and new tube was required to resolve situation."